Manufacturer narrative:
Device not returned

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Reportedly, it was ¿normal¿ for customer¿s bg level to lower at night, however, an additional cause was not provided. The customer treated the low bg by consuming carbohydrates. Recommendation was made to discuss diabetes management with a heath care professional.